Event description:
It was reported on (b)(6) 2026 that the patient had scar tissue interfering with insulin absorption which led to high blood glucose level. The patient managed high blood glucose level with correction injection via MDI (Multiple Daily Injection). Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR(b)(4)/ Initial 4 of 5Validation error was observed for the outcome "Required Intervention to Prevent Permanent Impairment/Damage (Devices)." The outcome was removed from the Outcomes Attributed to AE tab; however, the outcome remains documented within the complaint information. The case was updated and resubmitted.Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380